Event description:
It was reported the patient's lead located at l5 was no longer providing therapy. As a result, the patient's lead located at l5 was explanted and replaced. The replacement lead was implanted at l3. Surgical intervention addressed the patient's issue.